Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log stating that a ventilator inoperative condition occurred. The device's main board was replaced to resolve the issue. Additionally, a display failure was found.